Event description:
It was reported that during routine follow-up the right ventricular (rv) capture threshold was noted to be high. A subsequent x-ray demonstrated that there was no slack on the rv lead, likely indicating dislodgement. The rv lead was explanted and replaced without complication. The lead is not expected to be returned.